Event description:
A male pt, age 72 yrs, with multiple sclerosis, having multiple stage 4 pressure ulcers, and severely contracted lower limbs, was observed with an additional injury after one day on a water floatation bed system. The injury was described as 1-1/2 diameter blister and reddened area on the left hip. The hosp personnel stated that the bed indicated an operating temp of 89 f. The pt was removed from the bed. The hosp considers the injury serious due to the pt's condition and the size of the injury. The cause of the injury has not been determined.